Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they just had gotten their aligners, put them in for their first check in and had a front tooth chip immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.